Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 32 mg/dl. Customer blood glucose reading while admitted was 50 mg/dl. Customer changed the set on (B)(6) 2020. Customer was treated in the hospital. Customer admitted was admitted in the hospital in their own. Customer has been using insulin pump system within 48 hours of reported high bg event the name of the hospital is emergency medical service. The hospital phone number is not available. Customer was treatment was tablets. The product will not be retuning for analysis.